Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: the mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Per complaint, time of testing between inratios tests is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. ¿ inratio precision data provided by end-user lot: date: unknown inratio results: 5.6, 6.6, 4.9, 4.8, 4.0, 4.4, and 4.5. Mean= 4.97, sd= 0.87, %cv= 17.56. Since% cv is less than 20%, results of the inratio meter passed the criteria for precision. No further testing is required at this time. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 271481. Test results as follows: donor 204: inratio results: 3.8, 3.9, 3.6; ref 3.48, bias threshold: 2.48 - 4.48, %cv: 4.06; 205: 2.7, 2.2, 2.6; 2.50; 1.50 - 3.50; 10.58. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria have been met. No further investigation is necessary. See scanned table.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: dates: unk, lab: 2.1, inratio: 2.5. No date/time was provided for any inratio results. Additional results for inratio were done before lab comparisons were done; no date or time reference given for these results. Patient's therapeutic range: 2.5-3.5.